Event description:
Pt was hospitalized for high blood sugar levels. It was indicated that the customer was vomiting. The pump passed the leadscrew test, but didn't have a tubing clamp to run a high pressure test on the pump. It was reported that the pump had one basal rate programmed and the customer has a total of four basal rates. According to the alarm history, an error alarm occurred. The family member was assisted with resetting the basal rates into the pump.